Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Customer's blood glucose level was 260 mg/dl. The customer administered a correction bolus to address blood glucose level. Tandem technical support verified the pump logs after the cartridge was reloaded; it was confirmed that the pump was performing as intended.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified.